Event description:
The v40 trial head broke. There was no adverse consequence for the patient.

Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to a combination of user misuse and/or insufficient strength of the device to withstand excessive stress. Corrective action has been taken to improve the strength of the device.